Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and dizziness.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event on (B)(6) 2016. The sensor was inserted into the arm (B)(6) 2016. Patient's mother stated that she gave the patient juice because the blood glucose (bg) meter indicated that the patient was at 31mg/dl. The cgm was reading 150mg/dl. Patient also experienced being dizzy during the event. At the time of contact, the patient was fine. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum with share continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen). Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally, the patient was using an adult receiver. The user's guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.